Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed. The customer's problem was duplicated. The cause of the issue was a defective mainboard. The mainboard was replaced to fix the issue and reloaded firmware to 97-0625-010204-02.

Event description:
It was reported that the device gives error code 42221 and alarms when it powers up with the screen failing. There was unknown patient involvement.